Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-tim insulin infusion pump, which is marketed in the united states. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there were cracks around the display window. No further info reported.